Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The serial number provided by the service representative could not be verified to be associated with the hl20 or the roller pump control board. No date of manufacture could be determined without an accurate serial number. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) contacted the maquet service representative about an event that occurred on (B)(6) 2012. The hospital reported that the hl20 (serial number: unverified) would display an "erxx" error message when turning on the roller pump module (rpm); however, if they do a "warmstart" (turning unit off then back on after 5 seconds) the error message is not displayed. If the customer tries to use a control board from a different pump on this unit, the pump gives a "runaway" error message after a few minutes. The roller pump control board is rpm 20-310/320 (article number: 70100.7754, serial number: unverified) (B)(4).